Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was seen exiting the infusion set tubing or cartridge tubing during the fill tubing step. A new cartridge was successfully loaded, drops of insulin were seen exiting the tubing, and insulin delivery was reportedly resumed. Additionally, it was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the customer used a non tandem cable to address the event. Blood glucose (bg) was elevated; however, bg was not over 500 mg/dl and exact bg value was not provided.